Event description:
It was reported that the patient was hospitalized due to an infection. A computed tomography returned negative for any source of infection. The patient was started on antibiotics. It was determined that the patient had gram-positive cocci bacteremia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1: patient identifier was requested but was not provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a culture taken on (B)(6) 2022 revealed the patient had streptococcus gordoni. A subsequent culture taken on (B)(6) 2022 revealed staphylococcus hominis. Vancomycin was discontinued after no growth was seen in cultures taken on (B)(6) 2022 and (B)(6) 2022; ceftriaxone was continued. The patient was discharged on (B)(6) 2022 on intravenous ceftriaxone until (B)(6) 2022 when they transitioned to oral amoxicillin 1 tablet by mouth twice a day on (B)(6) 2022. The patient had a peripherally inserted central catheter removed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.